Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. Device analysis results: analysis of the returned device identified: broken and underweight. A visual and microscopic analysis was performed which identified broken smooth crease, opening striated, creases fold, wear abrasion and stress marks. Base on the device analysis the final assessment is a broken smooth crease on anterior and radius due to fold flaw opening. A striated opening due to surgical damage consist in the use of some surgical tool. The reason for reoperation: rupture further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.